Manufacturer narrative:
Product analysis: the error code was confirmed. It was found that it was due to a pinched power wire, with compromised insulation. A display wire was also found to be pinched, with insulation intact. The knob was confirmed to be missing. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) generated an error and had a missing knob. The epg was returned for service. There was no patient involvement. (B)(6) 2018: the programmer tested out of specification during manufacturer's analysis.